Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for either elecsys hcg test system (hcg stat) or elecsys ferritin (ferritin). They stated the issue was ongoing, but these were the only results they were able to provide. The erroneous results were reported outside of the laboratory. Patient 1 initial ferritin result from the cobas 6000 e 601 module #1 was <1.8 (unit of measure not provided). The repeat result from the same module was 470.5. On (B)(6) 2016 patient 2 (female, (B)(6)) initial hcg stat result from e601 module #1 was 0.970 miu/ml. This result was reported outside of the laboratory where it was questioned because the patient was pregnant. The sample was repeated on a 2nd e601 module where the result was 10000 miu/ml with a data flag. The sample was run with a 1:100 dilution and the result was 68,921 miu/ml with a data flag. The sample was repeated on the 1st e601 module and the result was 10000 miu/ml with a data flag. The sample was run with a 1:100 dilution and the result was 69,048 miu/ml. No adverse event occurred. The ferritin reagent lot number was 14626601 with an expiration date of 08/31/2017. The hcg stat reagent lot number was 12326700 with an expiration date of 04/30/2017. The field service engineer (fse) visited the customer site and found an issue with photomultiplier tube voltage on one of the measuring cells of the analyzer. Worn sample and sipper probes were also identified. These were replaced. Quality controls (qc) were acceptable. Precision testing was performed indicating the measuring cell needed to be replaced. The measuring cells were 2 years old and were replaced. Afterwards, the analyzer performance check was acceptable. Calibration and qc were acceptable. Based the information available for investigation, the low results were caused by a clot in the measuring cell that resulted in a low signal. The customer has not had any additional problems with results since the service action performed by the fse.